Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient has been going more frequent and they didn't sleep well. The patient said their bowels are better, but they did have to take a laxative. The next day, the patient's spouse said they received conflicting information about stimulation and the spouse was confused. The patient's spouse said when stimulation was increased, frequency increased and void volume decreased. As a result of what was reported, stimulation was decreased. No device issue and no further patient complications have been reported as a result of this event.